Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause or if it could have contributed to the reported ER visit. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2015 that her blood glucose, carbohydrate intake and insulin history is as follows: (B)(6). At 6:11 am the pod was deactivated and she noticed the needle never fired the cannula into the infusion site. At 11:35 am she went to the emergency room and upon arrival they placed her on an insulin drip.